Manufacturer narrative:
Hamilton medical ag case number is:(B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamiton medical ag: during preoperational check, fault alarm during power on self-test . No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during preoperational check, fault alarm during power on self-test . No patient involvement.